Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified posterior tibial artery. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilation. During the procedure, after crossing the guidewire, the lesion was severely calcified and the balloon ruptured upon second dilation at 8 atm. The procedure was completed with a different device. No patient complications were reported.